Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) received update that the issue was resolved. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported that when using the bd pyxis¿ es server new patients and medication orders were not crossing to pyxis. The user indicated that the patients and orders were visible on the server. The customer confirmed with hit that there was a network issue/outage. The user reported that the issue began a couple of hours prior to reporting. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.